Manufacturer narrative:
The product investigation was completed. Device evaluation details: a video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, the force value reaches the 58g, this value could be considered a high force value; however, this cannot be conclusively determined. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening tests of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. A screening test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31155635l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and post procedure the bwi product analysis lab identified a hole on the pebax surface. During the procedure, the force value and vector were unstable (changing from 10g to >50g and the vector disappears). These fluctuations and vector issues occurred each time the medical team came on to ablate. The radiofrequency (rf) return patch was checked and moved to the patient's thigh on opposite site but the issue wasn't resolved. Cable replaced without resolving the issue as well. Physician opted to change strategy to very high power 90w ablation as ongoing force not a factor. The surgical delay was approximately 5 minutes. The procedure continued and was completed successfully. No patient consequences were reported.